Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 472 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer stated that the insulin pump was not delivering insulin properly. The customer was discharged from intensive care unit two days later. Customer also reported that the insulin pump had motor error alarm and no delivery alarm. Customer stated that they were able to clear the motor error alarm. Customer was able to rewind the insulin pump. Customer stated that the no delivery alarm was resolved by changing complete set changed. Troubleshooting was done for high blood glucose and motor error and no delivery alarm. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis. Unomed inf set, frn-mmt-332-rsvr.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No under delivery anomaly, over delivery anomaly, bolus anomaly or basal anomaly during testing noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.